Event description:
A report was received that a pt was experiencing warmth at the pocket site. There were no signs of infection. The nurse practitioner at the physician's office discovered two internal sutures poking through the pt's skin. The sutures were removed and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.